Event description:
The reported capsular contracture has been confirmed as baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Deformation: observed. Cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Manufacturer narrative:
E1. Address continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deformation, cysts.

Event description:
Healthcare professional reported right side "hardness and pain", "capsular contracture baker grade unknown", "lobulation and deformed appearance", and "several cystic echogenic nodular formations" diagnosed via ultrasound and mammogram. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Healthcare professional reported "hardness and pain", "capsular contracture", "lobulation and deformed appearance", and "several cystic echogenic nodular formations" diagnosed via ultrasound and mammogram. Later, healthcare professional reported "type 4 baker capsular contracture. Type 4 findings are present". This record is for the right side. Device was explanted and replaced with a non-abbvie device.